Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, rv lead integrity alert (lia), oversensing due to non-physiologic signals/sensing integrity counter (sic), and the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, beginning (B)(6) 2016, ventricular sic up to 6796; ventricular tachycardia (vt) non-sustained episodes and ventricular fibrillation (vf) episodes detected with evidence of lead noise oversensing leading to inappropriate shock. Analyst commented, on (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 437-532 ohm range. Rv lia warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that patient indicated shock received from implantable cardioverter defibrillator (ICD) and device alarming. Device interrogation revealed right ventricular (rv) lead noise correlating to lead fracture. It was also reported noise reproduced with patient tapping on and by moving the ICD. Review of transmitted data revealed that the rv lead exhibited oversensing indicating lead fracture or lead device contact issue, and the rv lead shows a sudden jump in rv and defibrillator lead impedance that also reflects high impedance. The ICD and rv lead remain in use. The rv lead therapies programmed off and device re-programmed with pacing back up mode. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was explanted and replaced.